Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. As the patient had a left internal iliac artery (iia) aneurysm the iia was embolized and the device was extended to the external iliac artery (eia). On the right side a 28 mm limb was implanted. It was reported approximately 2 years post the index procedure the patient presented with aneurysm rupture. The physician suspected a type ib endoleak of the contralateral endurant limb was caused by the back flow from the left iia. It was confirmed that the bifurcated stent graft did not contain the type ib endoleak. A non mdt limb was additionally implanted on the left side, and the procedure was completed successfully. Per the physician the cause of the rupture was due to the type ib endoleak. No additional clinical sequelae were reported and the patient is fine.